Event description:
The customer reported the system displayed distorted images during fluoroscopy, and completed the case with another unit. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation circuit boards were reseated. The system was then found to be operating as intended.